Event description:
Date of implant for pt 9975 was in 2000. In 2000, the pt developed a severe inflammation. The pt was treated with acular. In 2000 the visual acuity was 20/50. The doctor is uncertain if this reaction is lens related.